Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec and passed self test and displacement test. No display anomalies were noted including screen getting blurred out. The battery tube received with traces of corrosion. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s display would blur out when they press the buttons. The screen would then improve. They did not know the brand of battery in use. The insulin pump was not bumped or dropped. The customer¿s blood glucose during the incident was unknown. They were advised to discontinue use of the device and revert to back-up plan. The insulin pump will be replaced and returned for analysis.